Event description:
Per the clinic, the patient experienced inflammation around abutment and pain (specific date not reported). Subsequently, the patient underwent skin debridement procedure on (B)(6) 2025.